Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A heart failure specialist confirmed the sensor is giving a dampened waveform. Pressure data should not be used at this time and we would recommend the site consider clinically correlating and/or investigating potential reduced blood flow to the sensor.